Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the unidentified pancreatic stent reportedly did not fail into the pt's body cavity. There was no report of pt infection. The user facility reportedly performed manual cleaning followed by high-level sterilization in an ultrasonic reprocessor with peracetic acid. The device referenced in this report was returned to olympus for eval. The instrument channel was examined and no foreign objects or obstructions were found in the channel. There were slight debris and residue present in the instrument channel, channel mount, suction channel/mouthpiece and cylinder unit. Instrument passage was tested with a disposable stent insertion kit ((B)(4)) and two different 10 fr stents ((B)(4)) and found no difficulty in clearing of the stents. The eval also observed a black stain on the video image due to cracked objective lens, however, the image remained visible. In addition, the scope was noted to have play on the control knobs, and discoloration on both ends of the bending section cover glue. There were also multiple dents and deep scratches on the distal end cover. The cause of the reported event appears to be due to insufficient reprocessing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic stent removal procedure, an unidentified pancreatic stent from a prior procedure was reportedly found lodged in an unspecified location within the subject endoscope. There was no pt injury reported.